Manufacturer narrative:
The subject invicta lead and the subject vega leads were implanted on (B)(6) 2024 and were connected to the ICD talentia dr s/n: (B)(6). The manufacturing processes as well as device history records show that both leads have been manufactured and delivered to the field following all applicable procedures. Review of provided data highlighted normal electrical values for both leads (the ventricular pacing threshold is a bit higher than expected) and confirmed the reported issue: there is non-physiological atrial and ventricular oversensing in the recorded episodes since at least on (B)(6) 2024: for the atrial lead: external interferences are sometimes visible in addition to signals from external origin or patient related such as twiddler syndrome. The lead may also be dislodged. Connection issue may be excluded since there was no atrial oversensing from on (B)(6) 2024. For the ventricular lead: diaphragmatic myopotentials and/or micro perforation may be suspected since the leads were not returned for investigation, no conclusive statement on the cause of the oversensing can be drawn. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is oversensing on the atrial channel (vega (B)(6)) and ioversensing on the ventricular channel (invicta (B)(6)). On the ventricular channel: diaphramatic myopotentials? The ventricular sensitivity has been decreased to 0,6mv and the atrial sensitivity to 1mv.

Event description:
Reportedly, there is oversensing on the atrial channel (vega (B)(4) and oversensing on the ventricular channel (invicta (B)(4). On the ventricular channel: diaphramatic myopotentials? The ventricular sensitivity has been decreased to 0,6mv and the atrial sensitivity to 1mv.